Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there could be a connection issue regarding a potential loose set screw on the implantable pulse generator (ipg) system to the right ventricular (rv) lead. The malfunction occurred one month post implant date of the device. The lead is exhibiting short v-v intervals and varying rv pacing impedance. The device and lead remain in use. Further examination is planned for the patient. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen in clinic. The device clinic nurse was unable to reproduce any noise or oversensing with pocket/device area massage. Chest x-ray was obtained indicating adequate lead pin insertion. It was decided to continue monitoring the patient and there are no immediate plans for revision or reprogramming at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.